Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized recently. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2016 for shortness of breath. Pdrn indicated the patient has a weak heart and trouble managing fluid. The patient was released from the hospital on (B)(6) 2016 and continues performing peritoneal dialysis. Patient medical records were requested.

Manufacturer narrative:
The liberty cycler was not received or replaced. The device history record (DHR) was reviewed. According to the last DHR entry, there was fluid found under the pump head. A mushroom head check was performed and the test results were within specs. A damaged top cover was also found and the cover was replaced. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient¿s treatment facility. On (B)(6) 2016, the patient presented to a hospital with shortness of breath, febrile, productive cough with yellow/grey sputum and was admitted for pneumonia. On an unknown date prior to this admission, the patient aspirated some food. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the patient was transferred from a hospital to another hospital due to acute pneumonia and exacerbation of chronic obstructive pulmonary disease (copd) with influenza. Review of medical records revealed from the admission on (B)(6) 2016, the patient was diagnosed with right lower lobe pneumonia with unspecified organism. Vital signs from (B)(6) 2016 revealed a temperature of 101.3 degrees fahrenheit, blood pressure 147/68, heart rate 70, and oxygen saturation 89% on room air. On (B)(6) 2016, the patient was initiated on renal dosed vancomycin, zosyn (piperacillin/tazobactam), and clindamycin with dose regimens and routes not reported. The troponemia was likely due to the elevated brain natriuretic peptide and esrd. The chest x-ray was inconsistent with pneumonia, a viral panel obtained on an unknown date was positive for influenza and the antibiotic therapy was discontinued. As of (B)(6) 2016, the patient was discharged from the hospital. It is unknown if the event of influenza has resolved and it is unknown if the patient continues ccpd therapy.

Manufacturer narrative:
Patient code: 2237, 2011 . There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of influenza. Further information has been solicited.